Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer was stuck due to stickers in the mini drawer. A field service engineer successfully removed the stickers and cleaned the inside of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es mini drawer was stuck. The customer reported that the malfunction occurred when the user tried to issue the medication to the patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.